Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed pain and pressure where the garment clasp together. There is no indication of a visible rash or irritation. There was no alleged device malfunction contributing to the irritation. The patient went to the emergency department and received a pad to place under the garment clasp. Outcome of the pain is unknown.